Event description:
It was reported that right atrial (ra) lead undersensing was noted triggering device classified false termination of atrial tachycar dia/atrial fibrillation (at/af) episodes and inappropriate atrial pacing at times. It was also reported that ventricular capture could not be confirmed during at/af episodes. The ra lead, right ventricular (rv) lead and left ventricular (lv) his bundle lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 5076-45 (B)(6); product type: 0270-lead-lv-pace; implant date (B)(6) 2020 product ID 6935m55 (B)(6); product type: 0264-lead-hv; implant date (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.